Event description:
It was reported that the patient recently underwent generator replacement surgery and has experienced three seizures in the past month and that the patient was seizure free with the previous generator. The patient reported that she cannot feel device stimulation since the implant; however, device diagnostic testing was within normal limits. It is unknown if the increase in seizures is above the patient's pre-vns baseline frequency. Attempt to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
.